Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Related product model #: no value found. Related product serial #: no value found. Related product upn #: unk-p-starter. Related product batch/lot: no value found. Related product family: starter. Material number: unk-p-starter. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: original device used, procedure cancelled/rescheduled patient outcome: f23: unexpected medical intervention, f2303: medication required, f2203: imaging required, f08: hospitalization or prolonged hospitalization, 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: dr was attempting to do a fluoroless workflow and on initial wiring of the lspv perforated the appendage and caused pericardial effusion. They tapped the chest and drained fluid then had a waiting period, dr slowly introduced heparin and then proceeded with the procedure. In the ripv he was deep in the vein and cobra'd the catheter that we could not get to correct via spinning the catheter in the sheath with multiple techniques, he then brought it out of body to manipulate the catheter manually and there was no adjustment needed to be made which told us it was still the vein collapsing the basket. When he wet bnack into the body significant st elevation took place and we saw on fluoro an air emboli in the aorta as this happened one of the nurses noticed the flush bag to the farawave was dry. They called in interventional cardiology and they did angiograms of left and right coronary where the air had gone and they sucked the air out. Dr. Shalaby and I both agreed that we checked the sheath on the exchange with a flashlight and agreed we did not see any air in the sheath at time of exchange patient present at time of event? Yes. Patient complications: air embolism. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? No. Medical or surgical interventions: chest tap and angiograms, removal of air patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: the issue is ongoing procedure number: pn-2927808. Reason for unsuccessful procedure: air embolism. Event date: 2025-11-20. As reported device codes: 1278: difficult to advance guidewire. As reported patient codes: 9216: perforation, cardiac, 9091: embolism, air, 9221: pericardial effusion, 9259: st segment elevation. Procedure date: (B)(6) 2025. Type of procedure: pvi. Country of event: united states.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA-06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Related product model #: no value found. Related product serial #: no value found. Related product upn #: unk-p-starter. Related product batch/lot: no value found. Related product family: starter. Material number: unk-p-starter. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: original device used, procedure cancelled/rescheduled patient outcome: f23: unexpected medical intervention, f2303: medication required, f2203: imaging required, f08: hospitalization or prolonged hospitalization, 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: dr was attempting to do a fluoroless workflow and on initial wiring of the lspv perforated the appendage and caused pericardial effusion. They tapped the chest and drained fluid then had a waiting period, dr slowly introduced heparin and then proceeded with the procedure. In the ripv he was deep in the vein and cobra'd the catheter that we could not get to correct via spinning the catheter in the sheath with multiple techniques, he then brought it out of body to manipulate the catheter manually and there was no adjustment needed to be made which told us it was still the vein collapsing the basket. When he wet bnack into the body significant st elevation took place and we saw on fluoro an air emboli in the aorta as this happened one of the nurses noticed the flush bag to the farawave was dry. They called in interventional cardiology and they did angiograms of left and right coronary where the air had gone and they sucked the air out. Dr. (B)(6) and I both agreed that we checked the sheath on the exchange with a flashlight and agreed we did not see any air in the sheath at time of exchange. Patient present at time of event? Yes. Patient complications: air embolism. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? No. Medical or surgical interventions: chest tap and angiograms, removal of air patient. Admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? No. Patient outcome: the issue is ongoing. Procedure number: (B)(4). Reason for unsuccessful procedure: air embolism. Event date: 2025-11-20. As reported device codes: 1278: difficult to advance guidewire as reported patient codes: 9216: perforation, cardiac, 9091: embolism, air, 9221: pericardial effusion, 9259: st segment elevation. Procedure date: 2025-11-20. Type of procedure: pvi. Country of event: united states.